Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet did not charge when placed on the induction charger despite correct placement, use of multiple outlets, and a different power supply that produced a flashing charger light without charging; a replacement charger was sent, and the user¿s blood glucose was reported at 586 mg/dl while operating without a connected sensor. Symptoms included hyperglycemia. Outcomes included no reported hospitalization, medical intervention, or long-term impairment. Investigation included customer interview and troubleshooting. Investigation of this case revealed an apparent charger malfunction preventing power transfer. It was concluded that the event was related to a suspected device component failure of the charger leading to hyperglycemia due to lack of automated insulin modulation without sensor input. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.